Event description:
On 11/03/2025, xtrallux received communication from a patient claiming that the device was getting hot on the patient's head.

Manufacturer narrative:
The subject device was returned for investigation and the reported issue was unable to be replicated. However, there was user-inflicted damage to the laser dome cable and receptacle. The IFU, which was reviewed by the FDA through the 510k submission process, states the operation conditions of the device including the temperature range and advises users to keep the device in normal operating conditions for at least 6 hours prior to charging until device is cool to the touch after any extreme conditions during storage or transport. It is unclear if the user had the device in extreme conditions prior to use that may have contributed to the reported event. The IFU also provides setup, power pack charging, and operational instructions. The user was referred to the IFU to follow storage and operational temperatures in case this contributed to the alleged heat generation. The IFU also instructs users that in the event of a malfunction to disconnect the device from the electrical source and contact xtrallux. The device's risk assessment captures the relative risk and has determined it to be acceptable.